Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the needle broke and stuck in the body when he removed the sensor. The customer's blood glucose level was 160 mg/dl. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used partial sensor and found sensor cannula retracted inside sensor base. Unable to confirmed customer received sensor in said condition due to customer returned opened and used. No broken or missing parts were observed during analysis. Unable to confirmed needle complaint due to customer did not returned insertion needle.